Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that for the last week, the customer had been experiencing elevated blood glucose (bg) levels over 600 mg/dl. The customer took correction boluses to address bg level. The customer believes that the pump settings need adjustment and is consulting with the healthcare provider regarding pump settings. In addition, the customer reported that earlier that day, they were unable to deliver a bolus. During troubleshooting with tandem technical support, review of pump data revealed that the customer had insulin on board at the time of the bolus request and a prompt would occur informing the customer of insulin on board. The customer was instructed that the prompt can be overridden to input a standard bolus if a bolus is needed due to bg level.

Manufacturer narrative:
.